Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device malfunctioning records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient call technical support states he's been on the cycler for two weeks and the past week he has been on the cycler longer than normal. The cycler is programmed for treatment based, ccpd, 5 fills, gv = 2500, lf = 1000, dwell time 1 hour, 59 minutes, tv = 12000, ts = 10 hours. Cyc alarms with dc alarm. His drains are very long. Checked alarm history = dc, m41 and m63. Patient states he can only lay on his right side. His catheter is located on his right side so when he las down the tubing goes up and over his left side. No fibrin or air locks. According to the peritoneal dialysis registered nurse who states she has been working with patient on techniques to improve drains: securing catheter in different positions and lying down in different positioning. Patient did not report discomfort during treatment. Reviewed the treatment data obtained from the nurse there are several large drain volumes throughout the treatment data with the largest occurring on (B)(6) 2013: 4598 ml ((B)(6) percent). Data indicates that the cycler had drained as designed. Drain volumes were at least (B)(6) of prescribed fill volumes before advancing to a fill. The undrained volume plus the next fill did not exceed the (B)(6) percent overfill check. Negative uf indicates that the patient is not draining all of the fill volume.